Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) was returned with blood visible on the stent and on the balloon, indicating that the device was advanced into the body. The stent implant was undamaged and stationary on the tightly folded balloon between the markers. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 14.2 cm distal to the strain relief tubing. The hypotube was separated 15.2 cm distal to the strain relief tubing. However, it was still held together by the hypotube jacket, which was partially torn. The fracture faces of the hypotube at both separations were ovaled, indicating that the hypotube bent or kinked prior to fracturing. Additionally, the jacket material at the first separation was jagged and stretched, which is usually a result of tensile overload. There were additional kinks and bends in the hypotube adjacent to the separations. In this case, since there was no report of any damage observed to the sds during inspection prior to use, this indicates that the separation and noted kinks/bends likely occurred during or after the procedure. It was reported that force was applied to the sds during advancement. It should be noted that the product instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is possible that the sds encountered resistance during advancement such that as force was applied, the shaft kinked and separated as a result. Kinks or bends in the shaft can lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Based on the reported information and the analysis of the product, the reported shaft separation and noted kinks/bends appear to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. Factors that may contribute to shaft detachment/separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, or an interaction with the patient anatomy and/or accessory devices. Based on the information provided, the lesion was moderately calcified and likely contributed to the reported complaint. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Event description:
It was reported that during the procedure in the distal left anterior descending artery, force was applied to the the multi-link 8 stent system during advancement and the proximal shaft separated outside of the anatomy. Deployment of the stent was no longer feasible; therefore, the stent system was removed from the anatomy on the guide wire. Another multi-link 8 stent system was used succesfully to treat the target lesion. There was no significant clinical delay in the procedure. The patient condition is reported as fine and stable. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted will all relevant information.